Event description:
Info received that the power cord was frayed and bare wires exposed. No injury alleged.

Manufacturer narrative:
Tech found the auxillary power cord was frayed and bare wires were exposed. Replaced with new auxillary power cord to resolve this issue. Bed located in basement.